Event description:
It was reported during a medical staff study, the cardiosave intra-aortic balloon pump (iabp) power cord could not be automatically retracted into the trolley after being pulled out of the trolley and it could not be pulled out when pulled out. There was no patient involved.

Manufacturer narrative:
Due to character restriction block e1 event site name is (B)(6). Due to character restriction block e1 event site (B)(6). Due to character restriction block e1 event site telephone is (B)(6). The getinge field service engineer (fse) disassembled the winding reel and found that the power cord was detached from the reel. The power cord was rewound on the reel again and the test function was normal. Comprehensively tested the equipment function, and all parameters met the factory requirements.